Event description:
On (B)(6) 2011, the patient notified synthes that he has diabetic neuropathy and the doctor attempted to fuse bones in his foot. The patient was implanted with unknown hardware (plates and screws) in (B)(6) 2011, returned to work in (B)(6) 2011 and the plate broke in (B)(6) 2011. The patient reported the hardware has not been removed. Patient may be in a cast and on crutches. On (B)(6) 2013, it was reported that on (B)(6) 2011, the patient was treated for arthrodesis of talo-navicular joint with allogenic bone graft with internal plate and screw fixation of the left foot. Patient returned to the or on (B)(6) 2012 for below-the-knee amputation due to non-healing and chronic diabetes. This is report 16 of 20 for the same event.

Manufacturer narrative:
Device was used for treatment and not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received